Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" code was found in the ventilator's downloaded error log. Periodic maintenance test was performed for verification and fail occurred at 0030. The device's sensor board was replaced to address the issue. The device passed final testing.